Manufacturer narrative:
An event regarding a failed press fit pin involving a triathlon instrument was reported. The event was confirmed. Method & results: device evaluation and results: a visual inspection confirmed the event. The pin was dissociated from the device body. Medical records received and evaluation: not performed as patient factors did not contribute to the event. Device history review: all devices manufactured into final stock conformed to specification. Complaint history review: there have been no similar previous reported events for this lot ID. Conclusions: the subject device has been identified as within the scope of CAPA pr opened (B)(6) 2013 to further investigate all devices with press-fit assemblies manufactured by orthmed medical. The CAPA identified unauthorized rework, insufficient inspection methods, and incorrect device assembly as root causes leading to insufficient press-fit conditions. Corrective actions included providing operators more accurate inspection gages, updates to the rework approval process, and implementation of standard work instructions for operators providing component assembly guidance.

Event description:
Update: the hospital has confirmed that they are not willing to share any details of the patient involved in this case.

Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Event description:
The customer reported, via the sales rep, that during a case one of the rivets came loose from a triathlon femoral implant introducer. There was no patient impact. The hospital had another device to finish the procedure and there was no delay.